Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was loading very long. A technical support specialist (tss) dialed into multiple station, then tried to login randomly, then checked the logs, then checked the network ping status but could not found any issue. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported that they attempted to log in to the station, but experienced significant delays in page loading. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.